Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was considered resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had their ins implanted and afterward had cellulitis on their right upper chest. There was redness, warmth, swelling, tenderness and pain. The redness radiated to right underarm and up toward the right lead. The patient needed an unscheduled clinic or office visit for an incision and drainage of the site. The symptoms were reported to be related to the device/therapy, and the implant procedure. The patient was given oral antibiotics. The issue is ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp): reported that the patient will have their deep brain stimulation (dbs) system explanted on (B)(6) 2017. An update is to be sent once the procedure is confirmed done. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated they were unable to confirm if the adverse event resolved. The patient had their entire system removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated on (B)(6), while cleaning the infected area, the patient removed a piece of presumed dbs hardware. The patient was scheduled to follow up with the surgeon as a result. The infection would seem to clear however would return. The event outcome was updated to ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event without sequelae (B)(4) 2019.